Manufacturer narrative:
Waiting for the return of the foot switch. One foot switch is received, product analysis will be performed and follow-up report will be submitted.

Event description:
During the procedure, rf are delivered without pressing the foot switch- an error message appeared e04- when they disconnect the foot switch, all works perfectly.